Event description:
Same as manufacture # 6000093-2006-00091. Seven days after a drug eluting stenting treatment procedure, a sub-acute thrombosis occurred. The physician successfully deployed a taxus express2 8.8% 2.75 x 12 mm drug eluting stent in the left anterior descending artery (lad). Seven days after the patient was brought back to the cath lab and a thrombosis was found in the taxus stent. The physician decided to treat the thrombosis with a taxus express2 8.8% 3.0 x 12 mm drug eluting stent. Four days after the patient was brought back to the cath lab again and a thrombosis was found in the taxus stents. The physician decided to treat the thrombosis with a taxus express2 8.8% 3.0 x 12 mm and a 2.75 x 16mm drug eltuing stent. No further patient injuries or complications were reported. Patient status is reported as "good."